Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient came into clinic for a scheduled device check. Short duration ams events caused by far-r sensing were observed. The patient was set up on remote monitoring and programming changes were planned.